Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) for unspecified gram positive germ coincident with dianeal unknown (imported product, lot number m1102102) and extraneal viaflex therapies. In (B)(6) 2010, the patient began dianeal (3 bags per day, lot number not reported) and extraneal viaflex (1 bag every night, lot number not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient began treatment with dianeal therapy, imported from (B)(4) (3 bags per day, lot number m1102102). On (B)(6) 2011, the patient presented with cloudy effluent and was hospitalized that day for peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycine (1.5 gm, frequency not reported, ip) and fortum (1 gm, frequency not reported, ip). Dianeal and extraneal viaflex therapies were ongoing. The bacterial peritonitis had not resolved. The reporting nurse believed the bacterial peritonitis was possibly related to dianeal and extraneal viaflex therapies.